Event description:
A nurse reported that at the beginning of a cataract surgery, at the time of lens removal, the patient experienced capsular bag tear and the vitreous body came out. A different intraocular lens (iol) than originally planned was implanted. The fellow eye had been operated the week before without any issue. As a consequence of this event, combinated with difficulties for iol implantation, the surgery duration was doubled, with no renewal of the local anesthesia neither to local preventative antibiotics. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).